Event description:
It was reported that during surgery, the unit jumped/skipped when it came into contact with the skin. It caused a small gouge in the patient, although it was not deep. The taken graft was damaged, and an additional graft had to be taken. There was patient impact, and a small delay occurred due to the preparation of a backup product. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in canada.